Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-24 carotid wallstent and a 190cm filterwire ez were selected for use. During removal, post deployment, a strong resistance occurred between the carotid wallstent delivery system and the filterwire ez. Despite the resistance, the carotid wallstent delivery system was removed and proceeded to post dilation with a balloon. The procedure was completed. There were no patient complications as a result of this event.